Event description:
On (B)(6) 2013 the lay user/patient in USA contacted lifescan to report the one touch verio iq meter was not working; unknown issue. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.